Manufacturer narrative:
The device has been received. Additional information has been requested from the user facility. An investigation has been initiated based upon the reported information, and an evaluation of the produt will be conducted.

Event description:
Plate broke. Product was in contact with the patient but no injury was reported. According to the integra product specialist, prior to implanting the plate, the doctor bent the plate to reduce the dorsiflexion to approximately 5 degrees. The doctor reports that this patient presented with complaint during post operative care. The s plate broke after several weeks post implantation.